Event description:
(B)(4). Initial information was received from a nurse on (B)(6) 2008: a (B)(6) female patient received an injection of poly-l-lactic acid (sculptra) [lot number/expiration dates not provided] about ten days ago ((B)(6) 2008) for the treatment of exposed veins in her left hand. Immediately following injection of poly-l-lactic acid into her left hand, she experienced swelling/edema in her left hand and wrist. At the time of the report, the swelling in the hand and wrist was ongoing. No further relevant information reported.